Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 240 mg/dl. The customer stated that they have a backup plan available. Customer was treated with bolusing and with manual injections. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to follow up with healthcare provider concerning unexplained high blood glucose.